Manufacturer narrative:
Report confirmed. Evaluation determined that a portion of the foot of the attachment was damaged by tool contact. It was confirmed that there was no patient impact. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
Non-specified repair request initiated for device. No patient impact reported. Repair request escalated to complaint on evaluation due to the footed portion being damaged by tool contact. On follow-up it was noted that this was identified during set-up and it was confirmed that there was no patient impact.